Manufacturer narrative:
User reference guide section load and fill a t:slim cartridge. Before you begin, verify that the infusion set is not connected to your body.

Event description:
Received info stating pt accidently filled her tubing with 21.5 units while connected to her infusion set. Pt was driven to the emergency room.